Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse performed a total service call and did not find an instrument malfunction. The cse performed a precision testing and ran quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the sample data and determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. Siemens recommended that the customer handle samples in accordance with the tube manufacturer's specifications. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.